Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd vacutainer® plastic blood collection tubes while transporting the tubes, the stoppers are popping off. Once the tubes have been spun down and the serum pipetted off, the tops are not latching properly back on the tubes. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is aware of this product issue and further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Conclusion: .bd has initiated CAPA # (B)(4), to document further investigation and root cause(s) of this product issue.